Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy periods") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), abdominal distension ("bloating") and ageusia ("complete loss of the sensation of taste"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysgeusia and abdominal distension outcome was unknown and the ageusia was resolving. The reporter considered abdominal distension, ageusia, dysgeusia and menorrhagia to be related to essure. The reporter commented: essure was inserted on or about 2008 or 2009. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.